Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation issues. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified, heavily tortuous lesion in the circumflex coronary artery. The 1.20x12 mm mini trek rx balloon dilatation catheter (bdc) was being advanced without resistance in the patient anatomy, however during advancement the proximal shaft separated. The separated segment was simply withdrawn. An unspecified balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.